Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to early battery depletion. The left ventricular pace/sense lead was also explanted due to very high thresholds.